Manufacturer narrative:
Final device analysis results were not available on the date of this report. A follow up report will be sent when device analysis is completed.

Event description:
The MFR rep reported the device system was explanted due to infection. Surgery had been scheduled to reposition the pump. When the pocket site was opened, fluid was present, which was suspect for infection. The fluid was cultured (no results reported), and the system was removed. The drug used in the pump was morphine. Additionally info has been requested, but was not available on the date of this report.